Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the identified failure was cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the duodenovideoscope which is an olympus asset with no reported complaint. During the evaluation of device, there was gap in adhesive area between z-block (server plug-in) and distal end. The regional repair center access the condition and determined that the cause for gap in adhesive area between z-block (server plug-in) and distal end was traced to component failure. There was no patient involvement.